Event description:
Complainant alleged that medics were attempting to monitor the heart rhythm of a pt (age unknown) in cardiac arrest and the device displayed a "check pads" message and failed to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.